Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. The customer has responded and indicated that the suspect electrodes are not available for evaluation. The customer was unable to disclose the lot number of the suspect electrodes and was unable to provide any further information on the event.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device was unable to discharge using these electrode pads. Complainant indicated that the clinician obtained another device and electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.